Event description:
The customer contacted baxter's service center regarding an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that the iipv occurred the other night during therapy on the hc. The rn was not near the hc. The rn stated that the home patient (hp) manually drained 4100ml. The rn stated that the fill volume was equal to 2500ml, and the total ultrafiltration (uf) was equal to -4126ml. The rn stated that there were two bypasses during therapy. One of the bypasses occurred when the patient's caregiver called into baxter's technical service center to bypass a low drain volume alarm to move to fill 1, which occured during initial drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter clinical educator called baxter corporate product surveillance on (B)(6) 2012 to report an overfill. The clinical educator stated that the home patient (hp) experienced a 4100ml overfill. The patient was hospitalized due to hallucinations and agitated behavior. The patient drained out 4100ml of solution when they were at the hospital. The current patient status is unknown. The clinical educator indicated that the machine was checked. No additional information is available at this time. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(4) 2012 regarding the reported incident. The nurse reported the patient experienced confusion, agitation, and hallucinations that caused the patient to tamper with the homechoice. There were two bypasses during therapy, which could have potentially caused the patient to have an increased intra-peritoneal volume (iipv) event. The pd nurse stated the confusion, agitation, and hallucinations were in no way related to pd therapy. The registered nurse (rn) contacted product surveillance (ps) on (B)(6) 2012 clarifying some of the statements that were originally documented in the complaint file. The nurse stated that the event occurred on (B)(6) 2012. As a result, it could be determined that one of the bypasses described in the complaint was caused from the patient bypassing a low drain volume alarm. Furthermore, the nurse stated that it was unknown which cycles were bypassed, and it could not be determined that two drain cycles were bypassed as originally indicated. The nurse also stated that it was unknown if the patient tampering with the machine caused the bypasses. It was unknown who actually performed the two bypasses. Therefore, it is unknown whether the patient caused the overfill event to occur. Ps informed the rn that an evaluation of the device is expected, and the nurse requested to be contacted when it was determined what caused the iipv.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect and use error; inappropriate bypass of the caution: negative uf alarm.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.